Event description:
Customer reported that the insulin pump returned multiple no delivery alarms during fill tubing. Blood glucose level was 150 mg/dl at the time of the call. During troubleshooting, customer was able to get insulin to exit the tubing without a no delivery alarm. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.